Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op, there was a pacing failure of the right ventricular (rv) lead, and x-ray confirmed a dislodgement. A revision procedure was performed, and it was noted that the lead slack had been insufficient. The lead was repositioned, and additional slack was created. The lead remains in use. No patient complications have been reported as a result of this event.